Event description:
It was reported that the patient underwent generator and lead replacement. The physician reported that the generator was not programmed off after observing the high impedance. The physician indicated that x-rays were taken and no lead breaks were noted. No patient manipulation or truama occurred that is believed to have caused or contributed to the event. Attempts to have the products returned for analysis have been unsuccessful.

Event description:
The generator and lead were returned for analysis. The lead analysis was completed on (B)(4) 2013. Scanning electron microscopy image of the marked connector pin verified that pitting has occurred on the connector pin surface. No obvious adverse effect was identified on the device performance as a result of this condition. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations; no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2013. Electrical test results showed that the pulse generator module performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in a high impedance reading. The patient had been referred to surgeon for generator replacement due to end of service when the high impedance was observed. It is unknown if x-rays were taken or whether the device was programmed off after observing the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.